Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving three separate products; associated MDR #s 2937457-2014-01300, 1225714-2014-05306, and 1225714-2014-05307.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cerebrovascular event on or about (B)(6) 2004 and subsequently expired after the use of the product.